Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer reported that they were able to clear and rewind insulin pump. Troubleshooting was completed and insulin pump alerted again with unexpected restart alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.